Event description:
In 2004, this sm8 sophy adjustable pressure valve was found and confirmed to be occluded during implantation procedure. The patency test was operated with saline. Therefore, the neurosurgeon didn't implant the device. No injury was found to the patient due to the valve occlusion.